Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump was unable to cross the aortic valve during attempted delivery. The implant was aborted as a result of the noted resistance. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. In accordance with updated procedures, section d6 has been revised from the initial submission.